Event description:
Loss of integration of two endosseous dental implants. According to the clinician 2 implants were placed in site numbers 19 and 21 during a routine procedure in class iii bone. The clinician reports that the implants became mobil4e and were removed approx 1 mo post-operatively.